Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the high energy endo therapy accessory being used without securing enough distance from the endoscope, leading to the cover on the distal end section having a burn. It was confirmed that instructions for evis lucera gif type 2tq260m operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ describes how to inspect for the event. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a burnt and melted plastic distal end cover at the forceps port. There were no reports of patient harm.